Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrested at local rehab and coded. The site reported that the pump is "mostly" not cause of death and operated as intended. Log file analysis showed a no external power event noted on (B)(6) 2020 at 0246 due to both power leads being disconnected and showed that at 0247 the driveline was disconnected from the left ventricular assist device (lvad). Additional information reported that the cause of death could not be determined because an autopsy was not done. The patient was found with low flow alarms and was unresponsive. The cause of the alarms was not identified and there were no more details of the patient's death. The no external power events on the log file were due to the pump being shut off and the code being called.

Manufacturer narrative:
Additional information: b5. Manufacturer's conclusion: the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. This section provides an explanation of all pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Analysis of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The patient was found unresponsive with low flow alarms at a rehab facility on (B)(6) 2020. The patient reportedly expired due to stroke. At the time of the event, the patient was securely connected to a powered mpu. An autopsy was performed, but no results were received. It was reported that the pump operated as intended. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The submitted log files contained data from (B)(6) 2019 through (B)(6) 2020 and found that the pump maintained a speed at or above the low speed limit without issue while the driveline was connected. No external power alarms on the mpu and a backup battery fault alarm were captured on (B)(6) 2020 (refer to (B)(4), respectively). Multiple low flow controller fault flags were captured, 3 of which lasted longer than 10 seconds to result in intermittent low flow hazard alarms. There were no other notable alarms active in the log files. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was also reported that the cause of death was a stroke.

Manufacturer narrative:
Section h4: correction. Updated manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported stroke could not be conclusively established. The patient was found unresponsive with low flow alarms at a rehab facility on (B)(6) 2020. The patient reportedly expired due to stroke. At the time of the event, the patient was securely connected to a powered mpu. An autopsy was performed, but no results were received. It was reported that the pump operated as intended. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The submitted log files contained data from (B)(6) 2019 through (B)(6) 2020 and found that the pump maintained a speed at or above the low speed limit without issue while the driveline was connected. No external power alarms on the mpu and a backup battery fault alarm were captured on (B)(6) 2020 (refer to MFR # 2916596-2020-00575). Multiple low flow controller fault flags were captured, 3 of which lasted longer than 10 seconds to result in intermittent low flow hazard alarms. There were no other notable alarms active in the log files. The heartmate 3 lvas IFU lists stroke, bleeding, and death as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The IFU also provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.